Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 20m sapien 3 ultra resilia valve, the in-sheath dilator was inserted about halfway before stopping with a lot of resistance in the optima sheath. The operator requested a standard 14f esheath+ to be opened. A new 20mm sapien 3 ultra resilia valve was prepped at +1cc. The push force was very high going through the expandable part (blue part) of the 14fr esheath+, but eventually advanced successfully. Upon deployment when valve was approximately 95-100% deployed, the balloon on the 20mm commander delivery system burst. The delivery system was successfully retrieved through esheath+. A 20mm true balloon was prepped and used to post dilate the valve to assure the valve was fully expanded. There was no injury to the patient with good final results. Per report, the minimum vessel diameter of the right common femoral was 5.8mm, and the right vessel was successfully dilated using 16f dilator.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually evaluated, and the following was observed: the balloon burst longitudinally and radially. No missing balloon material. Dimensional testing the inflation balloon single wall thickness was measured along the edges of the burst location. Measurements met the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided and the following were observed: calcification was present in the landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event for balloon burst was confirmed based on evaluation of the returned device. Available information suggests patient (calcification) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.